Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd discardit¿ ii 20 ml syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: today we received a complaint from one of our customer in hungary. It¿s about the 20ml discardit syringe, for now we just received a little info. There are little particles (visible) in the syringe, even before they use it. They experienced it multiple times from the same box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd discardit¿ ii 20 ml syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: today we received a complaint from one of our customer in (B)(6). It¿s about the 20ml discardit syringe, for now we just received a little info. There are little particles (visible) in the syringe, even before they use it. They experienced it multiple times from the same box.